Event description:
The customer reported that they were unable to access the cine function, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge controller board was reseated and the cine drive was reformatted. . The system was then found to be operating as intended.